Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection was performed and passed. Voltage check was performed and passed. Pairing with (B)(4) bluetooth device was performed and failed. A review of the bin file was performed and signal loss was not found. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of signal loss is reportable based on the finding of defective transmitter. No injury or medical intervention was reported.